Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. As received, only the connector portion of the lead was returned for analysis. Visual inspection noted two external insulation abrasions breaching the outer insulation and exposing the outer coil adjacent to the connector boot consistent with friction to the device can. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.